Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Sleeve . Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Asku. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the second firing with a green cartridge across the sleeve. When the surgeon observed the staple line on the sleeve the remnant side of the stomach did not staple but cut. They used a second device with a green reload and re stapled around that site. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with two ecr60g cartridge reloads present. Cartridge (a) was received loaded on the device and unfired. Cartridge (b) was received with the left side fully fired, right side partially fired and with the pan partially disengaged at right side proximal end. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.